Event description:
Additional information later received reported that per the healthcare provider the information was never reported to or visualized by them around that time. The patient was spoken to on 5/6 and in the clinic on 5/20. This was not noted. The patient recovered without permanent impairment.

Event description:
It was reported that the patient ¿really seemed very heavily sedated¿ and was difficult to wake up. The patient was having an MRI (magnetic resonance imaging) of her lumbar spine on the date of this report. The reporter stated she understood that the drug delivery should halt during the MRI but requested to know if there was any chance the pump could have delivered too much drug. The patient has had scans at the facility before under the same conditions but has not experienced this issue. The patient¿s oral medications have not changed since the last scan (5mg oral valium). The patient was due to have the pump checked at the end of the month but the reporter would refer the patient to the healthcare professional (hcp) to check it. The pump was used to infuse fentanyl. No intervention or outcome was reported for this event. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).